Event description:
It was reported that during the surgical procedure, the is2000 fenestrated bipolar forceps instrument stopped cauterizing and would no longer function. The customer did not have any additional is2000 fenestrated bipolar forceps instruments, therefore, the case was completed with three other instruments of a diffrent type. Because the three replacement instruments are not usually used during the planned surgical procedure, the case was lengthened by three hours and the patient had to receive an additional amount of anesthetic. No patient harm was reported, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation confirmed loss of cautery functionality on one of the instrument grips due to a broken conductor wire near the instrument proximal clevis wire hole. The customer indicated that because they did not have a replacement instrument of the same type available, the planned surgical procedure was prolonged due to the use of three replacement instruments which are not usually utilized during the planned surgical. The da vinci s surgical system user manual explicitly states that "environmental or equipment failures may cause the da vinci s system to be unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques."